Manufacturer narrative:
MFR received date: 26 sept 2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Followed the troubleshooting guide in the service manual. Check air & exhalation flows and air delivery. Air flow sensor defective. The manufacturer's field service engineer (fse) replaced the defective air flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/11/2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported air flow accuracy failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.